Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.086¿ x 0.170¿. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have the front insulation of the instrument that was defective. The instrument lives had not yet expired. The procedure was completed with no report of patient harm, adverse outcome or injury. The alleged issue did not cause a procedure delay. Intuitive surgical, inc. (Isi) followed up with the reporter to confirm that the issue was detected prior the start of the procedure, post-anesthesia. There was no report of patient harm, adverse outcome or injury. The black insulation was scratched, and a piece was missing. The mcs tip cover accessory was not damaged; it was never used, as the defect was already visible beforehand. There was no damage to the shaft. The instrument was checked before last instrument use, otherwise the defect would not have been apparent. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and the installation tool was used. There was no part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. Instrument tips hit other instruments or tools during the procedure could possibly have happened. Thermal damage was not observed on the instrument. Arcing was not observed and there was no cautery loss associated with the defect. Upon completion of the surgical procedure, the instrument was checked for damage and there was no damage or anything out of the ordinary. The mcs tip cover accessory is available for return so that it can be inspected.

Manufacturer narrative:
Based on the claim of the monopolar curved scissors (mcs) instrument, an investigation is in progress to determine the cause of this reported event. The product has not yet been received for failure analysis testing to be completed. The investigation to determine the cause of this reported event is currently in progress.